Event description:
As reported by the user facility: during chemo infusion of 5fu, pt discovered leaking. IV d/c, line flushed by nurse. Leaking from ultrasite valve noted below threads. Valve swabbed w/ alcohol prior to infusion. Facility disposed of valve. Additional information provided by the user facility indicated the valve leaked from a crack along the side of the valve below the threads. No one suffered any adverse sequela associated with the incident. The lot number remains unknown and the actual sample was discarded and will not be returned for evaluation.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available for the manufacturer to evaluate. Without the actual sample, a through evaluation could not be performed. There has been no other reports of this nature against the reported part. No specific conclusions can be drawn.